Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that the lead set had an ra fault message displayed on the screen while using a patient simulator. The fse used a known working lead set with the same trunk cable and observed that the known working lead set worked fine. The fse ordered a new lead set which will be delivered to the customer. Subsequently, the fse completed a full preventative maintenance (pm) service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the ect leads being used with the cardiosave intra-aortic balloon pump (iabp) were not picking up the heart rate. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, investigation conclusions).